Manufacturer narrative:
Pump monitored for several days. Unit received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected external ram crc error or unexpected restart error alarm anomalies noted. No unexpected battery out limit anomalies noted. No unexpected weak battery alarm anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl. It was also stated that they had diabetic ketoacidosis. The customer was treated with pump. The customer reported multiple error alarm. The customer reported that the alarm did not occur during the rewind/prime sequence and self-test was also passed. The customer was advised that they will send a replacement of battery cap and was also advised to monitor pump. The insulin pump will be returned for analysis.